Manufacturer narrative:
Calibration data was within expectations. Quality controls did not show any indication of an issue. Controls were outside of range on (B)(6) 2023, but only due to control levels being inadvertently switched. An instrument check was performed and was within expectations. Analyzer images of the sample surface showed a film on the surface of samples, with some showing dust particles on the surface. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 0.0295 ng/ml. The sample was repeated twice, resulting in troponin t values of 0.00949 ng/ml and 0.00868 ng/ml.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The sample probe and rinse station were checked and are clean. Patient samples were repeated and repeatability was good.